Event description:
Newly installed (within the last year) philips ECG monitoring mounts are working loose at the joint next to the monitor for horizontal movement.====================== manufacturer response for wall mount, physiological monitor, m series======================they are unaware of this happening elsewhere.